Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Non-healthcare professional.. . Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2009, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, embedment, tilt. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. 10 devices in lot. No relevant notes on wo for neither device (igtcfs-65-fem-celect-perm) lot: e2372666, nor filter (igtf-30-celect) lot: e2363989. One other complaint on lots (pr243147 ¿ similar issue). Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right femoral vein due to deep vein thrombosis (dvt)/ pulmonary embolism (pe). Patient is alleging vena cava perforation, embedment, tilt. Per computed tomography, "there is an ivc filter. There is a tilt to the ivc with its superior apex abutting the left lateral border of the ivc. The superior tip of the ivc is approximately 2 cm below the lowest renal vein. No fracture or bending of the stress is noted. There are multiple struts which a perforated the ivc. There are 4 denser struts. The one exiting along the right lateral aspect for approximately 1. 7 cm and extends along the edge of a small bowel loop but not clearly within the small bowel loop. There is one seen posteriorly which extends for approximately 1.6 cm and extends between the right psoas muscle and l3 vertebral body/ l3-4 disc with its tip abutting an osteophyte off the l4 vertebral body. The anterior strut extends from approximately 1.8 cm and courses along the inferior border of the horizontal portion of the duodenum. As difficult determine whether it involves the duodenum or just along its edge. Of the thinner struts, there is one along the right posterolateral aspect which extends for 1.5 cm. There is one also along the right posterior lateral aspect more posteriorly extending for 1.4 cm. There is one along the right lateral aspect which extends for 1.0 cm."